Manufacturer narrative:
Olympus was informed that the subject device was inspected the following day and found to have no problem. The settings were set for forcedcoag 2, level 35. The subject device of this report was not returned to the manufacturer for eval. The cause of the reported event is unk. Olympus america, inc. (Oai) was made aware of this report by the original equipment manufacturer (OEM) on (B)(4) 2012, on an event which occurred outside of the united states. Oai is filing this report at the request of the OEM. This report is being submitted as an MDR in an abundance of caution.

Event description:
During an unidentified procedure, the pt was said to have reported pain. After the procedure was completed, the pt reported tension and pain in the abdomen. An x-ray was performed and detected an air leak. The pt underwent emergency surgery to correct the perforation.